Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID 3708660 lot# serial# nkn105689v implanted: 2015-07-28 explanted (B)(6) 2015, product type: extension. (B)(4).

Event description:
The healthcare professional (hcp) reported the parkinson's disease patient had initially had an excellent response from their system after being implanted, but had since experienced a declined improvement with a return of symptoms and had complaints of stiffness in the neck. The neck stiffness was indicated to be a returning symptom. It was stated the patient had experienced a therapy failure. Impedance testing was performed and found high impedances on two contacts on one side. The hcp stated the high impedance issue was caused by faulty cables. The patient's extensions were replaced as a result of the event and the issue was resolved. The patient reportedly had an excellent response once again. The patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the extension with serial number (B)(4) found ¿the #1 conductor is broken 2.8 cm from the proximal end.¿ analysis of the extension with serial number (B)(4) found the product was segmented and cut through. There were no significant a nomalies found with the extension.

Event description:
Additional information noted there was "nothing reported that would have provoked a fracture." Additionally, it was noted the patient's implanting hospital "always had the connection between the lead and the extension in the head area, never in the neck" when implanting.